Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed no abnormalities or defects. The faradrive sheath was evaluated for leak performance and aspiration. The faradrive sheath failed leak testing due to hemostatic valve leak during positive pressure testing and failure to seal vacuum pressure within the device, and a steady flow of air was observed to be drawn into the syringe during aspiration testing. Removal of the handle cap to inspect the internal components found the hemostatic valves to be torn by the center slit, resulting in the loss of the device's ability to seal pressure or fluid within the sheath.

Event description:
During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation, a faradrive steerable sheath was selected for use. During the sheath preparation, no abnormalities were noted, and there was no evident luer damage. A pressure bag was used for sheath irrigation at approximately 2ml/min, with a dilator and hd grid employed. After sheath insertion into body, it was discovered that the hemostatic valve was leaking. Upon aspiration of the sheath during insertion of the hd grid catheter, the syringe was pulling a mixture of air and blood. The leak appears to be coming from the hemostatic valve, which resulted in a slow drip. Additionally, the sheath would leak air into the syringe during aspiration; however, there was no air introduced into the patient. To prevent the risk of air embolus, the sheath was exchanged. The procedure was completed successfully with no complications. The catheter is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation, a faradrive steerable sheath was selected for use. During the sheath preparation, no abnormalities were noted, and there was no evident luer damage. A pressure bag was used for sheath irrigation at approximately 2ml/min, with a dilator and hd grid employed. After sheath insertion into body, it was discovered that the hemostatic valve was leaking. Upon aspiration of the sheath during insertion of the hd grid catheter, the syringe was pulling a mixture of air and blood. The leak appears to be coming from the hemostatic valve, which resulted in a slow drip. Additionally, the sheath would leak air into the syringe during aspiration; however, there was no air introduced into the patient. To prevent the risk of air embolus, the sheath was exchanged. The procedure was completed successfully with no complications. The catheter is expected to return for laboratory analysis.